Manufacturer narrative:
H.6. Investigation summary: as no physical sample or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two unspecified bd saf t intima catheters experienced a safety mechanism failure during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Complaint 2 of 2. Description: while starting the patients IV, when the needle was removed to advance the catheter forward, the safety cap to the needle did not engage leaving an exposed needle. The patient nor the IV were affected during the incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that two unspecified bd saf t intima catheters experienced a safety mechanism failure during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. Complaint 2 of 2. Description: while starting the patients IV, when the needle was removed to advance the catheter forward, the safety cap to the needle did not engage leaving an exposed needle. The patient nor the IV were affected during the incident.